Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a lens vial with residue on the lens. Visual inspection found the optic and haptic torn as well as residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a toric icl 12.6mm tmicl12.6 implantable collamer lens, -14.5/2.0/094 (sphere/cylinder/axis) tore in the injector during surgery on the patient's right eye (od). The lens was implanted and removed intraoperatively on (B)(6) 2020. On a later date an alternate lens was implanted and the problem was resolved.